Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the console shut down. Additional information has been requested.

Manufacturer narrative:
The operator¿s manual includes warnings regarding the power cord: there are no user serviceable components inside the system console or footswitch. Refer all service issues to your factory-trained company service engineer. A qualified technician must perform a visual inspection of the following components every twelve months: warning labels, power cord, and fuses. In case of a deficiency, do not use the system; call technical services. A qualified technician must check ground continuity and leakage current every twelve months to ensure they are within the limits of the applicable standards. Values must be recorded, and if they are above the limits of the applicable standards, or 50% above initial measurement, do not use the system; call technical services. To avoid risk of electric shock, this equipment must only be connected to supply mains with protective earth (ground). Do not use multiple portable socket outlets with this system. The system was examined and the reported event was confirmed and replicated. The company representative determined that the ac power cord was loose and it was then reseated, to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 4, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loosely seated ac power cable. The manufacturer internal reference number is: (B)(4).